Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump emitted multiple replace battery alarms without low battery warnings. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-oct-2018 with the following findings: a review of the black box showed evidence of a short battery life with a drastic voltage drop leading to a call service 128 alarm. The battery compartment was cracked at the threads on the side, the returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed in the battery canister with a leak. The pump powered up to a call service 177 low battery warning. The reported ¿short battery life¿ complaint was duplicated due moisture corrosion. The ¿ez-prime¿ steps were performed correctly, and all current readings were within specifications. The pump cover was removed, and no further moisture ingress was found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.